Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was non-responsive and there was uncertainty if the cardiac resynchronization therapy defibrillator (crt-d) or right ventricular (rv) defibrillation lead ever shocked the patient to terminate their ventricular tachycardia (vt) or ventricular fibrillation (vf). The patient required external defibrillation but subsequently expired. No further information was reported regarding this event.